Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to not deliver energy upon putting it on an in-house system and failed the initial continuity testing. The instrument was disassembled, and the instrument was found to have a broken conduction wire at the proximal end near the energy board pin connection. Thermal damage was also observed on the internal housing near the energy board connection. The complaint regarding unable to cauterize was confirmed by failure analysis.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was unable to cauterize. There was no report of patient involvement or patient injury.